Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 31-jul-2025 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, technical support specialist (tss) confirmed that device was actively communicating with the server and functioning normally. The system functioned as intended when the technical support specialist investigated the device.

Event description:
It was reported that when using the bd pyxis¿ anesthesia station es, the machine was not communicating. Anesthesia staff had to use the add temporary patient function, causing delays, and temporary patient records were dropping off after a short period. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.